Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 10 mg/ml dilaudid (hydromorphone) at 1.5 mg/day. The reason for use was non-malignant pain. It was reported that the patient had a catheter and they also had a partial competitor catheter. The two catheters ¿came loose¿ and ¿disconnected.¿ the two catheters were found disconnected and the physician put them back together. The catheter was revised and repair. No new product was used. It was unknown when the issue occurred. It was also reported that the patient had developed a seroma around the pump site and there was a lot of fluid. The pump pocket was revised and the fluid was drained. It was also unknown when this issue occurred. The situation was resolved. There were no symptoms reported. There were no further complications reported/anticipated.